Event description:
It has been reported to philips that the wireless footswitch was not charging nor indicating that it was charging. The system was not in clinical use when the issue was identified. The customer has a wired footswitch available for use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. As per information provided, both the wifi and the battery led indicators remained off when the wireless footswitch was connected to the charger. The customer tested the wireless footswitch in another room and it started charging. The philips field service engineer replaced the charger and the system was returned to use in good working order. The previous charger was also found to work correctly. Based on the available information, the issue is most probably related to an intermittent mechanical issue with the charger. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips has initiated a medical device correction for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. A previous complaint indicated that a serious injury occurred due to a connection problem with the wireless footswitch, and therefore there is a remote probability that this malfunction can lead to death or serious injury if the reported issue were to recur. Therefore, philips assessed all wireless footswitch connection issues as reportable, despite the cause not being the same, as the symptoms are the same. At the time this complaint was received, philips did not have enough information to exclude a connection failure related to an old design wireless footswitch and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome.